Event description:
Information received by medtronic stated that the insulin pump had a multiple pump error alarm. Customer stated that they were not able to clear the alarm due to blank display. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current measurement, and self-test. Unit failed to pass the sleep current measurement due to high current caused by moisture damage. Successfully downloaded history files and traces using thus. No pump error 4, pump error 23 or pump error 49, pump error 68, pump error 63 and blank display alarms noted during testing. However, confirmed the alarmed pump error 63 (variable 02)and pump error 4 file number=2010, line number= 673 on 04/14/2022 08:36 pm in the pump history download. Pump error 23 occurred on 04/15/2022 11:55 am on event date in history files. Pump 49 & pump 68 occur on (04/14/2022 08:36 pm) on in history files. Moisture damage was found on pcb 1, pcb2, force sensor pins. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, cracked belt clip rails, cracked case (battery tube), cracked case corner of belt clip rails. Pump error 63, pump error 4, pump error 68, pump error 49, unexpected battery power loss & battery lasts less than expected is confirmed due to moisture damage on pcb 1 and pcb 2. Pump error 23 is not confirmed. Blank display is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.